Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p3k1038) sigadaptstnd, sig power sigadaptstnd linear adapter (lot#c22abm1408). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the returned image contained a view of a handle. The handle was noted to be displaying the procedure count. The handle serial number could be seen and matched the reported serial number. It was reported that the instrument locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy, while transecting the appendix, after firing the staples, the reload jaws locked up during retraction. The adapter was detached from the powered handle and tried the manual retraction tool, but it did not open the jaws. The powered handle was reattached, and the jaws slowly opened. No patient injury.